Event description:
As reported by the user facility: under infusion: biomed reports that pump was set to deliver 750ml of IV fluid, pump alarmed infusion complete, display read 705 ml delivered, but bag as still full and approximately only 250ml left the bag. Reference MFR: 9610825-2013-00212.